Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 3300tfx25 mm implanted in the aortic position was explanted after an implant duration of two (2) years and one (1) month for unknown reason. A valve model 11500a23 was implanted in replacement in the aortic position. The patient was noted as to be under treatment.

Manufacturer narrative:
H10: additional manufacturer narrative: updated b5, h6 (device code) and h6 (type of investigation) to include product evaluation findings. H3: evaluation summary: x-ray demonstrated commissure 2 was bent inwards and wireform deformed around leaflet 3. Vegetation was observed on all three leaflets at the inflow and the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4 mm on leaflet 2 at the inflow aspect and 4mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at the inflow and outflow aspect. As received, leaflet 1 had a 3mm cut at the free margin and leaflet 3 had a 7mm cut at the cusp area. Edges of cuts were straight and even and appeared to match up. Sewing ring was cut off, except a fragment around leaflet 3, and exposed the metal band on the inflow aspect. Cut off sewing ring fragment was not returned. One suture remained attached to the sewing ring. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less postimplant) and late (onset greater than 60 days postimplant). Early onset generally reflects contamination arising in the perioperative period. If there were ever nonconformances in the sterility or packaging processes, they would most likely manifest at this time. Late onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In light of this, only reports of prosthetic endocarditis occurring within 60 days of implant without a known source of infection (e.g., dental, surgical, or endoscopic procedures, IV drug use, recurrent endocarditis) will be reportable (ts #43183). Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that this valve model 3300tfx25mm implanted in the aortic position was explanted after an implant duration of two (2) years and one (1) month due to vegetation and minimal pannus. A valve model 11500a23 was implanted in replacement in the aortic position. The patient was noted as to be under treatment.